Manufacturer narrative:
The power supply for the navigation system was returned to the manufacturer for analysis. The power supply was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment and found the power supply and p-clamp required replacement. The medtronic representative replaced the components and reported the hardware, software, and instruments passed the system checkout. The system was returned fully functional. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
Return requested. Replacement transceiver shipped to site 10/24/2016. Medtronic investigation of returned suspect transceiver finds that when tested on a bench tester, the device ran for over 48 hours without any communication loss. Tried to manipulate fiber ends and did not lose connectivity. No fault found. Device found to be fully functional. 10/25/2016 a medtronic sr. Electrical engineer and site sr. Tech project coordinator powered on the navigation system and the usb ports did not work, however, the usbview was normal. They confirmed the camera communication was intermittent. They noted that a screw and nut were loose and inside the niu power supply. The niu fan was not working. After re-working the navigation interface unit (niu) power supply (removed shorting screw and nut) the navigation system worked consistently. Screw shorting could have caused a current limit in the 5v power supply which caused low to the usb ports, axiem, and intermittent function to camera communications. Replacement parts were shipped to the site, however, all were returned unused to manufacturer. 10/28/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed: axiem communication and optical communication. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in the middle of a cranial resection procedure, their; navigation system camera communication stopped tracking. Red 'x' for camera communication and red 'x' for the instruments. Camera details were "localizer not connected". The site attempted re-booting the navigation system three times. Site then burned a navigation system archive from the navigation system being used and loaded it on a different navigation system to continue the procedure to completion. Delay in therapy was 20-30 minutes. There was no impact on patient outcome.